Event description:
Info received indicates the valve remains implanted with no consequence reported for the pt. The surgeon reported the valve holder accessory device was difficult to remove from the valve at implant, and that two ratchet sutures fell into the heart chamber during the procedure. Both suture pieces were located and retrieved and the case was completed with no consequence reported for the pt.

Manufacturer narrative:
Evaluation method code:device history reviewed. Results: review of the device history record shows the valve and the valve holder attachment met all mfg specifications for product released to distribution. Conclusion: cause of event cannot be determined. Analysis: the valve remains implanted. Inspection of the valve holder attachment, as returned, shows the unit has one ratchet suture still attached to the foot. Three sutures were found attached to the hub and wrapped around it indicating the unit had not been ratcheted. Gross analysis of the ends of the sutures shows they appear cut, because the edges are not jagged or broken. Findings from the investigation are inconclusive; it cannot be determined when the sutures were cut, but it is very unlikely the accessory product was shipped in that condition. Event info noted the ratchet mechanism had not been activated prior to use and that pre-operative product inspection by the surgeon found one valve holder suture cut prior to starting the case. Review of the device history record shows the device, and valve holder accessory attachment, met all mfg specifications for product released to distribution. Conclusion: no pt event and the valve remains implanted. An exact cause is unk for the accessory product problem reported.